Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-02358. (B)(6). It was reported that angina and restenosis occurred. In (B)(6) 2013, the patient presented with progressive angina in an unstable pattern. Subsequently, coronary angiography was performed. On the next day, index procedure was performed. The target lesion was a long lesion located in the mid left anterior descending (lad) artery and extending to the distal lad artery with 80% in-stent restenosis (isr) and was 30mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.25x32mm promus element¿ plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. On the following day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2016, the patient presented to the emergency department with complaints of chest pain associated with shortness of breath and nausea. The patient was further recommended for cardiac catheterization. In (B)(6) 2016, the 90% isr of the mid lad artery was treated with pre-dilatation and placement of 33mm non-bsc drug-eluting stent. Following post-dilatation, residual stenosis was 0%. On the same day, the event was considered to be resolved and the patient was discharged on aspirin and ticagrelor.